Event description:
It was reported that @ 372,352 joules of use and 46:44 minutes, there was a fiber defect at the end of the procedure. New fiber was not needed since the defect was noticed at the end of the procedure. There was ¿no damaged to the patient¿ reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber glass cap shows a circumferential fracture t distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe char; the glass cap has pushed forward in metal cap and is protruding; the metal cap adhesion location exhibits burnt glue; the fiber beveled edge at the output window is off center. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4).